Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s) "an infusion issue" (insufficient flow or underinfusion). The surgeon reported an infusion issue leading to a soft eye. The eye softened and a second infusion line was hung (with gravity). The technician and nurse began troubleshooting the system. The infusion returned and the eye pressure returned. The surgeon stated the patient had a good outcome.